Event description:
It was reported that the asymptomatic patient presented in clinic for evaluation. Upon device interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2017, during lead revision procedure, the lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced with no complications.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.